Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The laa was noted to have multiple lobes. The left atrial pressure was 16mmhg. A watchman access system was positioned in the laa and a 33mm watchman laa closure device was advanced. The closure device was deployed. Release criteria was assessed and all criteria were met. The closure device was successfully released in the laa. In the evening of the same day, a transthoracic echocardiogram (tte) was performed and the closure device was found hanging from the mitral valve. The patient was then transferred to cardiac surgery where the closure device was explanted the following morning and the laa was surgically closed. The patient was discharged to their home environment with no permanent restrictions. It was further reported the patient received a biological mitral valve replacement one day post implant procedure. The patient is doing well.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The laa was noted to have multiple lobes. The left atrial pressure was 16mmhg. A watchman access system was positioned in the laa and a 33mm watchman laa closure device was advanced. The closure device was deployed. Release criteria was assessed and all criteria were met. The closure device was successfully released in the laa. In the evening of the same day, a transthoracic echocardiogram (tte) was performed and the closure device was found hanging from the mitral valve. The patient was then transferred to cardiac surgery where the closure device was explanted the following morning and the laa was surgically closed. The patient was discharged to their home environment with no permanent restrictions.